Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.